Manufacturer narrative:
The device is not expected to be returned. A follow-up submission will communication the device history record results. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of a hemosphere system, the monitor displayed an intermittent and inaccurate hravg (heart rate average) value of 30 bpm when the ECG (electrocardiogram) analog output cable from the ge bedside monitor was connected to the hemosphere monitor. The inaccurate hravg value resulted in erratic and high svi (stroke volume index) values. When the hravg value was not displayed, the error message ¿alert sv heart rate signal loss¿ was observed. After 25-30 minutes of monitoring, the hravg values stabilized and became accurate. The patient was monitored on a vigilance ii monitor before and after the hemosphere monitoring without issue(s). The customer verified that the ECG analog output cable was functioning via troubleshooting; the cable was plugged back into the vigilance ii monitor, where it displayed the appropriate hravg value without delay. Over the weekend and on the following monday morning, an oximetry cable was used; however, it was hot to the touch and a fault message was displayed. The cable was exchanged for another cable and the issue was resolved. The swan ganz cco catheter used in this case was exempted as a possible contributor to the event. The patient was monitored for 2+ days with no issue(s). The catheter was discarded after use. No patient compromise was reported and no additional system-related devices were identified as suspect.

Manufacturer narrative:
Supplier site ((B)(4)) device history record supports that there were no non-conformances noted for any reason. During production and initial functioning testing, the monitor failed due to a damaged harness cable and electrically defective component in the power supply. The unit was reworked and subsequently passed functional testing.

Manufacturer narrative:
This supplemental report is being submitted to provide new and additional information regarding the return of the device, as well as communicate the results of our evaluation/investigation. On 02-27-2017 the initial MDR was submitted to the FDA. The initial MDR indicated that the device would not be returned for evaluation. A supplemental report was submitted on 03/08/2017 which communicated the results of the device history record review; no related non-conformances were found. Additionally, no further follow-ups were deemed necessary, as no additional information was expected to be forthcoming at that time. However, after an additional appeal for return of the product was performed, the customer then returned the suspect device. Evaluation results confirmed the customer complaint. After analysis of the log files, it was determined that the failure was a result of a software issue. This issue caused the stroke volume (sv), which is calculated using the hr, to go out of range, resulting in the correct display of an error message for this situation. The monitor does not allow for measurements to be taken under these conditions. Because the calculated values went out of range and resulted in an error message, and as the inaccuracy was immediately noticeable to the clinician, the there was no harm to the patient, only procedural delay.